Manufacturer narrative:
H3: the pipeline flex with shield was returned within the phenom catheter; within the outer carton; inside of a sealed bio-hazard bag and a shipping box. For further examination, the pipeline flex with shield was pushed out from the catheter lumen with no issues. When compared to the drawings the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal end of the pipeline flex with shield braid was fully opened and moderately frayed. The proximal end of the braid was fully opened and no damage. No bend was observed on the pusher. No damages were found with the tip coil, distal marker, re-sheathing marker, proximal bumper or with the catheter. No other anomalies were observed. Based on the analysis findings, the pipeline flex with shield was not confirmed to have failure to open at the distal section. The distal end of the braid was fully opened and moderately frayed. In addition, the proximal end of the braid was fully opened and no damage. The damage on the end of the braid is likely the results of the physician re-sheathing the device more than recommended two times. It is possible that the patient tortuous anatomy may have contributed to the failure to open issue. There was no non-conformance to specifications identified that led to the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided. Brand name: pipeline flex with shield technology, model number: ped2-500-20. Mdrs related to this event: 2029214-2019-00371, 2029214-2019-00373, 2029214-2019-00374. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report of pipeline failure to open during a procedure. The patient was undergoing embolization treatment with flow diversion for a small unruptured fusiform right para ophthalmic aci aneurysm, measuring 7.5mmx7.5mm, landing zone distal 3.5, proximal 4mm. The vessel was observed moderately tortuous. The devices were prepared as indicated in the IFU. The catheter was flushed during the procedure. It was reported that during the procedure, the first flow diverter was placed. The device was reportedly too long and did not have optimal wall apposition. Due to sub-optimal wall apposition, additional pipeline devices were attempted to be placed. A pipeline device (ped2-500-20) was attempted. The distal end of the braid was attempted to be opened in the straight m1, then pulled down to position. The distal braiding did not open. After several tries (including also resheathing and pushing it forward) the distal braid again seemed to be damaged. The device was removed. On removal, the distal braid appeared damaged. The procedure was continued using another manufacturer's device. There were no patient symptoms or complications associated with this event.